Event description:
A distributor in china reported via a fisher & paykel healthcare (f&p) field representative on behalf of a hospital that an mr290v vented autofeed humidification chamber was leaking at the base. There was no patient involvement.

Manufacturer narrative:
Ps312582. Method: the complaint (B)(4) vented autofeed humidification chamber was not returned to fisher & paykel healthcare in new zealand for evaluation. Our investigation is thus based on the information provided by the customer, photos of the chamber provided by the field representative, and our knowledge of the product. Results: visual inspection of the provided photos confirmed the reported water leak. Water was observed to be leaking from the chamber dome. Conclusion: due to the nature of this device there are several possible failures that could manifest themselves in the reported event. Without the complaint device we are unable to conclusively determine the cause of the reported leak. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber is not available for return to fisher & paykel healthcare in new zealand for evaluation. We are currently in the process of gathering additional information about the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare (f&p) field representative on behalf of a hospital that an mr290v vented autofeed humidification chamber was leaking at the base. There was no patient involvement.